Event description:
The clinician reports the implant was inserted (B)(6) 2013 in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.